Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The consumer reported that the patient had an ins and it ¿almost killed her¿ because the patient had 3 staph infections. The consumer reported that the ins was only put in for a week and a half or 2. The consumer reported that the patient was supposed to wear a ¿binder¿ around it when she had the ins put in but the patient couldn¿t stand wearing the binder for a week or two. No further complications were reported.